Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a laser lithotripsy procedure, after taking out of the patient the physician noticed that the fiber had broken within the flexible ureteral cystoscope. The fiber was taken out and replaced. The procedure was completed with another fiber without patient complications.